Event description:
Name of procedure being performed: laparoscopic appendectomy and laparoscopic ovarian cystectomy detailed description of event: during the deployment of cd001 and during the push motion (before pulling the handle of the system), the bag was disconnected from the system and fell in the abdomen. Additional information received from product specialist 24dec19: the bag fell off immediately upon deployment (during the plunger advancement or as soon as the plunger touched the handles, plastic to plastic). No contents were inside the bag when the bag fell. No force was applied to the distal end of the top of the bag. The user did not pull back on the handle prior to pushing the handle, nor was the plunger pressed and retracted before being re-advanced. The bag fell from the system before the attempt to unroll it. No other instruments were in use at the same time as the inzii. The bead and bag did not interact with the trocar after being deployed. To resolve the issue, cd001 was removed. The bag and the thread was kept inside the abdomen in an attempt to manually put the specimen in the bag. After this attempt failed, the doctor removed the bag, opened and inserted a new system. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the metal supports, which confirmed the complainant¿s experience as the tissue bag was separated from the event unit. Applied medical has reviewed the details surrounding the event and returned product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provide upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic appendectomy and laparoscopic ovarian cystectomy. Detailed description of event: during the deployment of cd001 and during the push motion (before pulling the handle of the system), the bag was disconnected from the system and fell in the abdomen. Additional information received from product specialist 24dec19: the bag fell off immediately upon deployment (during the plunger advancement or as soon as the plunger touched the handles, plastic to plastic). No contents were inside the bag when the bag fell. No force was applied to the distal end of the top of the bag. The user did not pull back on the handle prior to pushing the handle, nor was the plunger pressed and retracted before being re-advanced. The bag fell from the system before the attempt to unroll it. No other instruments were in use at the same time as the inzii. The bead and bag did not interact with the trocar after being deployed. To resolve the issue, cd001 was removed. The bag and the thread was kept inside the abdomen in an attempt to manually put the specimen in the bag. After this attempt failed, the doctor removed the bag, opened and inserted a new system. Patient status: no patient injury. Type of intervention: ni.